Event description:
It was reported that the device exhibited a failure to interrogate and the device was explanted and replaced. The patient was stable throughout.

Event description:
New information notes that the pacemaker possibly suffered premature battery depletion, as the battery longevity was shown to be several years during a previous check.

Manufacturer narrative:
Correction - d6a - date of (B)(6) 2022 was meant for d6b explant date, d6a should not have been populated.

Manufacturer narrative:
The reported events of premature batter depletion and inability to interrogate were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.